Event description:
It was reported that patient underwent a left inguinal hernia repair procedure in 2009 and mesh was implanted. The patient complained of pain, itching, meshoma, bowel problems, depression and anxiety. It was reported that in 2013 the patient underwent two subsequent nerve blocks in the inguinal and genital nerve tracks due to pain. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4).